Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacture report number 3004209178-2015-87632 and 3004209178-2013-94887.

Event description:
Customer reported issues with the sensor. Customer's blood glucose was 144 mg/dl. It was noted the transmitter pins were damaged. Sensor cannula was not bent. Customer stated the insulin pump has been alarming threshold suspend and lost sensor alarm. Customer was asked if his blood glucose was high when threshold occurred. Customer simply stated he was not satisfied. Customer also mentioned he paramedics were called for low blood glucose of 48 mg/dl. No further information reported event occurred in 2013. In 2015 customer was hospitalized due his number for an enzyme. Customer's blood glucose was in the 40 mg/dl range. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the sensor initialization test. The communication icon was displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly.